Event description:
It was reported that the procedure was to treat a 98% stenosed lesion in the proximal circumflex artery with mild tortuosity and heavy calcification. The 3.5 x 12 mm nc trek balloon catheter was prepared per the instructions for use prior to use in the anatomy. The protective sheath was easily removed and the balloon catheter was advanced without issue for pre-dilatation. During advancement some resistance was noted with the anatomy. The nc trek was inflated once to 12 atmospheres (atm) when the cine showed the contrast media. The nc trek balloon catheter was removed without resistance, and a balloon rupture was observed. A new nc trek was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the balloon rupture was confirmed. The reported balloon rupture was likely due to lesion interaction. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed and the return analysis, there is no indication of a product deficiency.